Event description:
The pt received her scs system on (B)(6) 2011, including two leads (with the same lot number). The pt reported, she was not getting pain coverage, and wanted the system removed. The sjm representative reprogrammed the system. Follow up with the pt revealed the reprogramming was not able to resolve the issue to her satisfaction. The pt reported she still wanted the system removed.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.